Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(6) ¿ reocurring: nmh- shutting down unexpectedly ¿ case: (B)(6) ¿ ac power failed. Forced shutdown ¿ case: (B)(6) ¿ ac power has failed after attempts to dispense. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced random shutdown while dispensing. A field service engineer completed preventative maintenance per the checklist, replaced the drawer boards for the matrix and hh drawers, configured drawers, and verified proper operation in hta. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es shut down unexpectedly while dispensing and wouldn¿t power back on. The nurse had to move it between outlets to get it working. Only the outlet near the sink powered it. Maintenance had previously confirmed that all outlets in the med room were receiving power. There were no adverse events or injuries reported based on this incident.